Manufacturer narrative:
An investigation is currently ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer in the us alleged generation of discrepant results for 2 patient samples when using the cobas liat sars-cov-2 and influenza a/b test the first sample generated a positive result for sars-cov-2 using the cobas® sars-cov-2 & influenza a/b assay test. The doctor questioned the result but that sample was not repeated. On (B)(6) 2021, a second sample generated a positive result for sars-cov-2. Retest of a recollected sample generated a negative result for sars-cov-2. The results were reported out but the patients were not treated for the positive results. No harm is alleged. An investigation is on-going. 2 mdrs will be filed.

Manufacturer narrative:
The samples types were nasopharyngeal and a jiangsu vtm collection kit, this collection kit is off-label. A reviewed of the data was performed in which no abnormalities were observed in the pcr curves for either run; both samples exhibit low amp and a very late CT near the assay cutoff. These samples appear to contain low viral material near the limit of detection (lod) of the assay. Note that samples near or below the lod of the assay may generate wavering results. An investigation was performed on the reagent to further rule out any contribution to the allegation. (B)(4).